Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised when enduser takes hand off of joystick chair rolls six to eight inches causing enduser to run into wall or table.